Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device has no sound at all (pulse tone, alarms or buttons). Additional info received indicated that there was no error code. The display works.